Manufacturer narrative:
No replacement cover was available; the pedal and charger remained operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless pedal charger port protection cover was broken on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.